Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the device, with a documented blood glucose of 39 mg/dl, and noted a pattern of low glucose on nights following dialysis sessions. Symptoms included sweating and disorientation. Outcomes included self-treatment with oral glucose and no medical intervention or hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device alarms or alerts and no device malfunction identified, and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.